Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 567 mg/dl. High bg was addressed by taking a manual correction injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.